Event description:
It was reported that there was potential concern with the patient's right ventricular (rv) lead. There was a lead integrity warning on the rv lead due to short interval counts (sic), non-sustained tachycardia episodes and noted t-wave oversensing (twos). The patient received inappropriate shocks for what appeared to be twos. Follow-up was performed and it was found that a magnet had been put over the patient's device to prevent further shocks from occurring. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).